Event description:
A non-health care professional reported that cutter was not aspirating at an unknown timing. The procedure completion details were unknown. There was no information about patient impact. Additional information requested and received that event occurred during the vitrectomy surgery. The surgery was completed by replacing the cassette. The product was contacted with patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).